Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to verify any function or delivery anomalies due to a cracked and bleeding lcd glass. Cracks to the battery tube threads, reservoir tube lip, reservoir tube, a scratched display window, broken belt clip slot and missing end cap sticker also noted.

Event description:
It was reported that the customer's insulin pump was not functioning. It was stated that the customer fell on the stairs and the device was damaged; the insulin pump is not delivering insulin anymore. No further information was provided.